Event description:
A site rep reported that the software froze. The issue resolved upon reboot and the case continued as planned with no impact to the pt.

Manufacturer narrative:
Pt info was not available at the time of this retrospective report. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. There were no further issues.